Event description:
It was reported that the balloon ruptured. A 2cm peripheral cutting balloon (pcb) was selected for a shunt percutaneous transluminal angioplasty (pta) procedure in the forearm. During the procedure, during the first inflation, the balloon ruptured at 8atm. There were no patient complications reported. The procedure was completed with another of the same device.